Event description:
Customer reported a power source alert that occurred while using the tandem charging cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. Customer resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging without the need for further assistance.